Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
A (B)(6) customer was feeling dizzy, so ran a blood glucose test on the contour next. The result was 16.5mmol/l. He retested on the meter and received a second reading of 2.8mmol/l. He did not take any action based on either reading. The strips were not expected to be returned. A new meter and strips were sent to him.